Event description:
Additional information reported patient had cancer and was vomiting. It was reported that the patient was doing ¿fine.¿

Event description:
It was reported that a patient¿s catheter was dislodged. It was noted that a revision was to be performed on (B)(6) 2014. It was reported that the spinal segment of catheter was outside the intrathecal (it) space. It was noted that the manufacturer¿s representative ¿only knows that they found another tumor in the patient¿s hip and that the patient went to the hospital¿. It was reported that the patient was coughing and something happened. It was noted that the patient¿s healthcare provider did a blood patch the prior friday to avoid leakage of csf. It was reported that the patient¿s pump was being used to infuse morphine. It was later reported that the sutures on the anchor broke. It was noted that the patient was sick and it was suspected that severe coughing was the cause of the event. It was reported that the pump segment was not touch but .5 ml was aspirated from the spinal segment. It was noted that nothing was done in the pocket and the cap was not accessed to aspirate. It was noted that the healthcare provider decided to ¿just let the pump run at minimum simple continuous rate as the patient was an outpatient. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).